Event description:
It was reported that after an Ion transbronchial lung biopsy procedure, the patient developed a pneumothorax that required a chest tube and hospitalization. The biopsied nodule was located in the left lower lobe, measured 1.5 cm, and abutted the left major fissure. The patient was asymptomatic; however, a large pneumothorax was identified on a routine postoperative chest X-ray. The pneumothorax resolved after chest tube placement, with no additional interventions required. The chest tube was removed within 36 hours, and the patient remained hospitalized for one additional day due to home health-related issues. The patient was then seen in clinic where he/she was asymptomatic and had reportedly made a complete recovery. The physician noted that pneumothorax is a known complication of transbronchial biopsy. There was no allegation of any malfunction involving an Ion system, instrument, or accessory.

Manufacturer narrative:
There is no report that a malfunction of an Ion system, instrument, or accessory occurred. Therefore, no products are expected for return to Intuitive Surgical, Inc. (ISI) for failure analysis evaluation.